Manufacturer narrative:
This event was determined to be supplemental. The investigation findings will be reported under MFR # 2916596-2024-03217. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2, a3, a4: patient age, gender, weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller screen was blank with no parameters. When connected to heartmate touch all parameters were visible on the hearttouch but not on the system controller. During the surgical placement of a right ventricular assist device (rvad), a system controller exchange was completed successfully.